Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the physician was palpating the abdominal wall and accidentally stuck his finger with the endoanchor introducer. It penetrated through the skin.